Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Beginning in august 2012 the impedance on the lead began to rise in both unipolar and bipolar pacing configuration, now it is over 2000 ohms. Thresholds have also risen from 0.7 v at 0.5ms to 4.2 v at 1.5 ms in both unipolar and bipolar. Both system leads were abandoned and the system was moved to the patient's right side due to occlusion. There is no complaint against the atrial lead or the device.